Manufacturer narrative:
The consumer reported occasional burning that was attributed to the product not being fully neutralized. The burning symptom was reported to last approximately 10 minutes. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ there was no report of a medical evaluation or medical treatment associated with the experience, and no product was returned for evaluation.. The symptom of burning is consistent with the (B)(6) description of a temporary event associated with hydrogen peroxide exposure. However, without additional information, the exact cause of the symptoms cannot be determined. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported occasional burning that was attributed to the product not being fully neutralized. The burning symptom was reported to last approximately 10 minutes. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.